Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported capsular contracture baker grade iii for the left side. Device remains implanted. Healthcare professional additionally reported "pericapsular seroma of medium volume, painful breast on palpation, reactive axillary lymph nodes, radial folds, edema".